Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4. During the procedure, while attempting to advance a pod4 into the target vessel using a non-penumbra microcatheter, the pod4 would not form its intended shape and the microcatheter would kick out of the gda. Therefore, the pod4 was removed. The procedure was completed using a pod packing coil (pod pc), a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 6/10/2021: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4 and a pod pc. During the procedure, while attempting to advance a pod4 into the target vessel using a non-penumbra microcatheter, the pod4 would not form its intended shape and the microcatheter would kick out of the gda. Therefore, the pod4 was removed. Next, while removing a pod pc out from the packaging, the hospital technologist noticed the pusher wire to be bent. The damage to the pod pc was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new pod packing coil (pod pc), a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.